Manufacturer narrative:
Date sent: 6/15/2023. D4: batch # unk. B3: exact month unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the indication for surgery? What was the initial surgical procedure? Was there any difficulty with device intraoperatively? What was the site of bleed identified? Why does the surgeon believe the post-op bleed is caused or contributed to the ethicon device? What is the timeline of events? How much blood loss? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the patient presented a significant drop in hemoglobin, and blood transfusions were necessary for stabilization. No surgical reproach was required. The patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing.